Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting an incorrect interpretation of an episode of tachyarrhythmia, resulting in failure to deliver high voltage therapy. It was unclear whether the recorded episode was supraventricular or ventricular tachycardia, and the patient spontaneously returned to sinus rhythm. No interventions or adverse patient consequences were reported.